Event description:
It was reported that occlusion alarms occurred, which led to the customer¿s blood glucose level exceeding 500 mg/dl or the cgm reading "high." The customer's blood glucose displayed a high reading, though a specific value was not provided. To address the situation, the customer administered a correction bolus via the pump, checked the infusion set line and cartridge, and resumed insulin delivery.